Event description:
She received #180 bd pen ned uf orig 12.7mm 90s; 29g 1/2 and #20 needles were missing threads and would not attach to her pens therefore she could not use them, I told her we could report this to MFR. Dose, frequency, & route used: 2 per day. Therapy dates: unsure. Diagnosis for use: injections.